Event description:
It was reported that during a da vinci hysterectomy procedure, the site experienced multiple occurrences of system error code 21003. The patient was under anesthesia for approximately 2 hours when the surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
An isi representative arrived onsite shortly after the case was converted to open. With the assistance of an isi technical support engineer, the surgeon side console cables were inspected and reconnected. The system was rebooted and homed and no system errors occurred. Additional investigation was conducted by a field service engineer whom was unable to replicate the customer reported system error code 21003. It was concluded that system error code 21003 was associated with patient side manipulator (psm) arm collisions. On (B)(4), 2010, the isi representative confirmed with the surgeon that the case would have likely been converted due to the patient's anatomy. The patient had a large uterus, 16 to 18 weeks in size, and the surgeon was having difficulty completing the case robotically.